Event description:
Additionally, it was reported that the patient was treated with hyalase and was given antibiotics. The patient had some improvement. A second hyalase treatment improved the size of the nodules. Antibiotics were ceased and the patient will be observed prior to starting intralesional steroids. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm® volift® with lidocaine. The patient was pretreated with lmx 4. Three years later, the patient developed ¿lumps¿ in the lips, above the lips, and lateral cheeks. The filler migrated and patient developed granulomas. A biopsy performed by a max facial surgeon 20 days later noted ¿florid foreign body type granulomatous inflammation possibly secondary to exogenous material.¿ hyalase (+/- steroid injection) treatment has been planned ¿to see if any residue product remains which could be dissolved¿ but no treatment was confirmed. The event is ongoing.